Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. A distal stent strut was raised on row 4. This type of damage is consistent with the device encountering some form of resistance during insertion or withdrawal. No kinks or damage was noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that would have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on 08/13/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The stenosed lesion being treated was located in the severely tortuous calcified distal section of the left circumflex (lcx) artery. The physician attempted to place a taxus liberte stent. During the procedure, the physician was unable to cross the target lesion. The physician was able to successfully recover the taxus liberte stent. The procedure was completed with a plain old balloon angioplasty (poba) using a non-bsc balloon. No pt complications were reported. Pt's condition is reported as "good." However, the returned product analysis of the 3.00x16mm taxus liberte stent revealed stent damage.